Event description:
Philips respironics CPAP recall. I registered my CPAP in (B)(6) 2021 for the recall. Sn (B)(4), recall confirmation# (B)(4). Every time I check the status online it says they have not been able to identify or contact my dme and get any information. I have offered to give them the name and phone number of the dme - the phone representative says there is no way for them to take the information and there is no one they can transfer me to or that I can call to give it to. I have contacted the dme - (B)(6) and they say they have given philips all the information needed under the recall. I have both central and obstructive apnea. I have had to use my device the whole time of the recall, based on the advise received because of the severity of my apnea. This was the advice of the (B)(6) after inspecting the device. I feel based on the response of philips without the dme information, I will never receive a replacement machine. FDA safety report ID# (B)(4).